Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated that they have had nothing but hell with the pump for the last 4-5 years. The patient stated that the pump stopped working where it was working insufficiently and they kept increasing the dosage until they finally had to have it replaced. The patient said that at that time they discovered that the tubing was perforated in their abdomen and it was dumping all that morphine in their abdomen instead of where it was supposed to go.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-mar-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.